Manufacturer narrative:
The manufacturing record evaluation, manufactured date and expiration date have been provided on february 5, 2019. Therefore, expiration date and manufactured date have been populated. A manufacturing record evaluation was performed for the finished device 1063 number, and no internal actions related to the reported complaint condition were identified. The biosense webster, inc. Product analysis lab received the product for evaluation on february 12, 2019, and it was noted that the product was returned inside a plastic specimen transport bag with the dilator outside of the sheath, and a kink on the sheath at the handle. The kink on the sheath was at approximately 13 cm from distal tip. The hub cap, valve, and ring were detached from the handle and were on the dilator. Initially, it was reported that the valve was disconnected from the sheath. The returned condition confirms that the integrity of the sheath was compromised. Therefore, this returned condition remains reportable. Manufacturer's reference # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the valve was disconnected from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure was continued. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The valve being disconnected was assessed as a reportable issue.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the valve was disconnected from the sheath. The device was inspected, and the hub cap, valve and silicone ring were observed detached from the hub. Then, a second visual inspection was performed, and the device was observed kinked in two areas. In addition, a microscopic inspection was performed on the hub and no adhesive was found. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage observed will be investigated under an internal action. Manufacturer's reference # (B)(4).

Manufacturer narrative:
After further review, this event is not related to the internal corrective action. Manufacturer's reference # (B)(4).